Manufacturer narrative:
The "describe event or problem" in the initial emdr was wrongly reported and is fixed in this report as the following: previous: it was reported that the ventilator failed internal leakage test during pre-use check. The corrected: it was reported that the ventilator failed flow transducer test during pre-use check. It was reported that the ventilator failed flow transducer test during pre-use check. Our field service engineer has investigated the reported ventilator on site. The o2 gas module has been replaced to resolve the issue and sent back for investigation. The provided logs confirm the reported issue. It shows that the o2 gas module was delivering lower air flow that it should. The returned gas module has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 24 hours. It passed another pre-use check after ventilation. The reported issue could not be reproduced. Therefore, no root cause can be established.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).